Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) lost bluetooth communication with the ilet bionic pancreas with an approximate two-hour gap of sensor data on the pump attributed to signal loss between the g7 and the ilet; the user was advised to use manual entry during sensor disconnections. The user experienced a blood glucose peak of 355 mg/dl with no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized as intermittent communication failure, with relevance to the device¿s electrical and magnetic components including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.